Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) to treat a total occlusion using a penumbra system red 72 reperfusion catheter (red72), a stent retriever, and a non-penumbra sheath. During the procedure, the physician successfully completed one pass with the red72 and the stent retriever. While advancing the stent retriever through the red72 during the second pass, the physician experienced resistance but continued to complete the pass. While removing the red72 and the stent retriever from the patient, the stent retriever became caught inside the red72. After removal, the physician found that the red72 was fractured. The procedure was completed using a penumbra system red 62 reperfusion catheter (red62), a stent retriever, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured, the internal coil winds were unraveled, and the non-penumbra stent retriever was tangled within the coil winds. Based on the reported event, the physician encountered resistance while advancing the stent retriever, but it was continued to be advanced against resistance through the red72 to complete the second pass. Subsequent retraction of the stent retriever within the red72 may have contributed to the fracture and the unraveled internal coil winds. Further evaluation of the red72 revealed kinks along the distal shaft and ovalization at the distal end. This damage was not mentioned in the reported complaint and is likely incidental. The root cause of this damage could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.